Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer received a blood glucose reading on the contour that was 5mmol/l higher than on a different meter. The specific readings were not provided. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.